Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia etep surgical procedure, the 30-degree endoscope plus horizonal image was inverted, and universal surgical manipulator (usm) arms moved in opposite direction. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before contacting the tse, the customer reseated and clutched the camera arm, which resolved the issue. The procedure was completing as planned with no reported injury.